Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter in an intro-eze percutaneous introducer system. The product received for evalaution is the anterior/posterior (ap) and lateral views of a chest x-ray. A radiologist's interpretation is not included. A lot history review included two lot possible lot numbers (36ig6736 and 36gg6276) and revealed no related mfg issues and no similar complaints. The ap view shows a port positioned in the left anterior chest wall between the fourth and fifth rib. A catheter appears attached to the port stem, curves medially and becomes obscured in the area of the clavicle and first rib. The distal tip of the catheter is not clearly identifiable in this exposure. An object similar to the tubing extending off the port stem is positioned transversly across the chest; one end is found on the right side, between the fifth and sixth rib and the opposite end appears to terminate on the left side at the juncture of the fifth rib and sternum. The lateral view shows a "u" shaped line approximately in the center of the exposure that stands out from the anatomical structures in this exposure. The complaint file documents catheter fracture with embolization. Presumably, this film shows the catheter in one or more chambers of the heart. The port is also visible immediately below the skin surface in the top left view of the exposure. The x-rays appear to confirm catheter fracture and embolization. The proximal portion of the catheter becomes obscured between the clavicle and first rib without a clear view of the catheters distal tip supports the conclusion of a clavicle/first rib compression fracture (see supplement dated 1/24/97).

Event description:
The port catheter broke off and embolized to the pt's heart. The port and catheter were removed.